Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (type of investigation, investigation findings).

Event description:
(B)(6), a cath lab rn, called into emergency support program line to requesting assistance for a recently inserted fo balloon catheter by dr. (B)(6). He placed esp team on speakerphone, and esp team was able to speak with dr. (B)(6) who was still scrubbed in at the cath lab table. Dr. (B)(6) stated the radiopaque markers were in the correct location under fluoro. He reported the distal portion of the balloon catheter was not inflating. Esp team videochatted and was able to see the distal marker was in the 3rd intercostal space, and the reported balloon catheter not inflating fully. Esp team recommended removing the helium tubing from the extracorporeal tubing and aspirating to assess for blood in the helium tubing. Esp team also recommended manually inflating and deflating with 30cc of air into the male leur of the extracorporeal tubing. The scrub tech followed the instructions. The helium tubing was reconnected, and chris began therapy. This resolved the issue. Esp team could see on the videochat that all waveforms and blood pressure indices were appropriate. There was no patient harm or injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.complaint record ID (B)(4).